Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The device was not received for evaluation; no photos were provided. Per the event description, it is concluded that the device is worn and longer usable. The most likely cause of the reported failure is wear and damage due to repeated use and/or reprocessing. However, without the return of the device, the complaint allegation cannot be confirmed.

Event description:
On 05/18/2023, it was reported by a sales representative via sems that an ar-9597-10 reamer sleeve, ar-9597-20 reamer sleeve, and ar-9676 reamer drive shaft are worn and no longer usable. This was discovered during an unspecified time with no patient effect.